Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx sling. The patient experienced vaginal erosion at the midline. The patient has a corrective procedure scheduled on an unknown date. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.